Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced a low blood glucose and over delivery alarm. The customer¿s blood glucose level was 50 mg/dl at time of incident and current blood glucose level was 120 mg/dl. The customer was treated with food. It was reported that the pump was not working when the customer woke up in the morning. The customer does not alleged pump was over delivering as they eat and blood glucose wasn't going down. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will be returned for analysis.